Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The coronary diamondback orbital atherectomy device (oad) was advanced to the proximal side of the lesion with the glideassist function, via the radial access site. The oad was operated on low speed for four treatment passes and was retracted back to perform ivus, however the oad shaft became stuck at a 90 degree bend. A guide catheter was inserted from the femoral side, and a cutting balloon was used to assist with the retrieval of the oad. A stent was placed and the procedure was completed without further issue. The patient was in good condition.

Manufacturer narrative:
The oad was received at csi for analysis, with the guide wire engaged in the device. Visual examination of the driveshaft and saline sheath confirmed that it had been cut. There was no damage observed with the distal driveshaft, crown, or sheath sections that would have contributed to the reported event. The spring tip was lodged within the driveshaft crown area. The spring tip became detached upon removal from the driveshaft section, and the remaining guide wire was removed and revealed no additional damage. The remaining guide wire was inserted into the driveshaft and handle assembly without issue. When tested, the oad was powered on and off numerous times without any issues observed, the device spun on all speeds, and the glideassist feature functioned as intended. At the conclusion of the reported event, the reported event could not be confirmed. Csi ID#: (B)(4).